Event description:
On (B)(6) 2012, the distributor contacted animas, alleging the ok, up and down arrows, and audio bolus buttons were unresponsive. No other information is available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts. The audio bolus button was intact. Testing confirmed the audio bolus button was hard to push and functional. The bolus cover was removed and the internal plug was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).